Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 380 mg/dl. The customer's current blood glucose was 226 mg/dl and blood glucose at the time of incident was 380 mg/dl. The customer experience symptom such as confusion as result of high blood glucose. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer had using insulin pump system within 48 hours of reported high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.